Event description:
During an atrial fibrillation procedure, there was a fracture in the sheath that caused a presence of air in the sheath. The device was replaced to resolve the issue and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the sheath tubing and hemostasis hub during functional testing. The sheath tubing had been stretched and torn at the sheath tubing/hemostasis hub transition area. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage, torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.